Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "the patient was admitted to the hospital because of "slow exercise for 5 years with mental decline with short-term confusion 2 hours". After admission, he was treated with nutritional nerves together other drugs. On (B)(6) 2019, the nurse bought the indwelling needle for the patient, it's found that leakage at the end of the needle, and the intravenous indwelling needle was immediately replaced and the patient was explained to appease the patient."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 6294176. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "the patient was admitted to the hospital because of "slow exercise for 5 years with mental decline with short-term confusion 2 hours". After admission, he was treated with nutritional nerves together other drugs. On (B)(6) 2019, the nurse bought the indwelling needle for the patient, it's found that leakage at the end of the needle, and the intravenous indwelling needle was immediately replaced and the patient was explained to appease the patient."